Event description:
It was reported that a patient received a radiation burn due to presumed excessive radiation. The patient underwent a follow-up 2.3 weeks after the exam and a skin burn at the back area was noticed. The medical staff is monitoring the patient. Following the exam, the ge field service engineer changed all default settings of the system to "low" dose at start up per the medical staff's request. The unit had been set by the user on "normal" dose. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.